Manufacturer narrative:
(B)(4). Customer reported graphical user interface (gui) to breath delivery (bd) cable was moved and replaced with a new cable, all tests passed. Reference user facility medwatch report: (B)(4).

Event description:
It was reported that, while in use on a patient a 840 ventilator generated a connection alarm. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of the reported event.